Event description:
Pt with hodgkin's lymphoma received a vascular access device on 2/9/95 for chemotherapy treatments. Later, not able to get blood return and access not able to be used. On 4/19/95, pt went to surgery for removal and replacement. In the process of removing the port, a piece of it broke off and was left in the vein. To retrieve the piece, it was necessary to remove a piece of bone from the right clavicle. Pt was discharged the next day in good condition.